Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their bowel spasm didn't seem to be affected by their device. The patient said that they tried to increase their therapy but when they did, they felt a strong impulse near the implant site.  The patient said their concern was they didn't know how high they could go and were unsure how they should increase in order to affect it. The patient said that they had a brief series of spasms a month or so ago. The patient said that they had the spasms over a week or two ago where they were diminishing for couple of hours maybe 4 or 5 times a day. The agent reviewed therapy guide. The patient said that they got an inflammation of the colon and that triggered the spasms and the device was certainly not able to handle the spasm level that they encountered. The patient said that the spasms got a little bit better a week or so ago. The agent reviewed and informed the patient to contact their healthcare provider (hcp) to discuss further.